Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment was returned, analyzed, and analysis revealed no anomalies found. (B)(4) he proximal segment was returned, analyzed, and analysis revealed no anomalies found. Evaluation summary: (B)(4) proximal segment; (B)(4) proximal segment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment was returned, analyzed, and analysis revealed no anomalies found. (B)(4): he proximal segment was returned, analyzed, and analysis revealed no anomalies found.

Event description:
The device was returned with no information. A search by serial number revealed that the device was implanted for less than 1 year before the death. The death occurred greater than 2 years ago; therefore, no reasonable contacts for follow up exist. No complaints, allegations, or previous contacts have been made regarding the device.